Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device and simulated-use testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse discovered a short circuit on a homechoice device. There was no patient involvement. No additional information is available.